Event description:
In (B)(6) 2017, a patient received a perceval size m. The annulus and aorta were reportedly very calcified. The perceval valve dislocated the next day after surgery. The perceval valve pvs23 was replaced with a mitroflow size 19 but the patient died 13 days after (respiratory distress syndrome and delirium post op, submitted under a separate medwatch report). Per additional information received by the surgeon, there was no malfunction of the prosthesis but a high trans-prosthetic gradient, due to small size of the prosthesis (size of the prosthesis dictated by the size of the native annulus), and due to accelerations due to calcifications of the aortic wall. This high gradient, however, was well tolerated by the heart that used to much greater pre-operative gradients. There was no ischemic damage since cardiac function was normal until shortly before death. Death occurred due to deterioration of the lung function (lungs affected and made more vulnerable shortly before surgery by pulmonary edema), resulting from prolonged mechanical ventilation (vam) after attempts to awaken and wean from the respirator made impossible by psycho-motor agitation (post-operative hyperactive delirium in patient with previous cerebral vasculopathy and suffering from multi-organ atherosclerosis already previously subjected to percutaneous coronary events).

Manufacturer narrative:
The manufacturer received additional information as reported in b5. Although the device dislodgment was not further commented, no malfunctions occurred in the perceval valve as reported by the medical judgment received. The cause of the postoperative high gradient was attributed to patient's factors (i.e. Native valve and presence of calcifications). As such, the root cause of the reported event can be traced to the patient's conditions based on the medical judgment received.

Manufacturer narrative:
Disposition unknown (reasonably discarded).

Event description:
On (B)(6) 2017, a patient received a perceval size m. The annulus and aorta were reportedly very calcified. The perceval valve dislocated the next day after surgery. The perceval valve pvs23 was replaced with a mitroflow size 19 but the patient died 13 days after (rds and delirio post op, ref etq 2021-03451).

Manufacturer narrative:
Since the device disposition remains unknown (reasonably discarded considering the elapsed time), and given that the serial number was not provided, no investigation is possible at this time. The manufacturer attempted to follow up to retrieve additional information, but no further details have been provided to date. Based on the information available, it is not possible to establish a definitive root cause for the reported event of device dislodgment. Based on the manufacturer's experience on this type of events, possible root causes of postoperative device dislodgment can include, but are not limited to, an initial device mispositioning or mis-sizing of the device. However, given the limited information provided for this case, the root cause remains unknown at this time. Should any further information become available in the future, the manufacturer will provide an update to this reporting activity.